Manufacturer narrative:
The customer complaint of device reset was confirmed. A reset message was triggered during interrogation due to device being in the service app mode. The device image was reviewed and no reset or memory corruption was found. Further testing was performed after re-launching the therapy app and indicated that the device exhibited normal device characteristics. The device was soaked in various temperatures and no anomaly was noted. The device switching to the service app was not reproduced and the cause could not be determined.

Event description:
During device preparation prior to implant, the device was interrogated and was observed to be in back-up vvi mode. The issue was resolved by replacing the device. There was no patient involvement.